Event description:
It was stated the device was not working for the patient so the implantable neurostimulator (ins) and lead were removed. It was stated the device was not functioning.

Manufacturer narrative:
Concomitant medical products: product ID 3095-10, serial# (B)(4), product type extension, product ID 3093, product type lead. (B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.